Event description:
It was reported that this device had a latitude alert for battery depletion and watchdog resets. A review of the device downloaded data was done by technical services and the watchdog resets, premature battery depletion, and telemetry issues were confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a latitude alert for battery depletion and watchdog resets. A review of the device downloaded data was done by technical services and the watchdog resets, premature battery depletion, and telemetry issues were confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a latitude alert for battery depletion and watchdog resets. A review of the device downloaded data was done by technical services and the watchdog resets, premature battery depletion, and telemetry issues were confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device was successfully interrogated, and review of device memory found the battery capacity had significantly decreased. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the case back along the epoxy header. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden increase in power consumption that resulted in the clinically observed premature battery depletion.